Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound. Boston scientific technical services (ts) referred the patient to the physician to check the device. It was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and further evaluation was recommended. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound. Boston scientific technical services (ts) referred the patient to the physician to check the device. It was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and further evaluation was recommended. No adverse patient effects were reported.explanted due to batterry replacement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No device issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a cause traced to device design of the use of this product.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound. Boston scientific technical services (ts) referred the patient to the physician to check the device. It was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and further evaluation was recommended. No adverse patient effects were reported.